Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: just for clarification, would the device not open after the reload had been inserted? How was the case completed?

Event description:
It was reported that during an unknown procedure, the reload was inserted into the stapler; however, the clamp was locked. It was not possible to use the product. It is unknown how the procedure was completed. There is no further information available. There were no adverse consequences for the patient reported.